Event description:
It was reported that the customer had pieces come off the insulin pump. Customer's blood glucose level was 404 mg/dl. Customer stated that the ring broke off. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner and cracked battery tube threads.